Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. This pacemaker passed retuned products test and met all specifications tested.

Event description:
Boston scientific received information that this pacemaker was explanted for unknown product performance issues. New device was implanted on the right of side of the bode. This device was returned for analysis. No additional adverse patient effects were reported.